Event description:
Caller states the pt reportedly rec'd result of 92 mg/dl on the sensor sys and result of 49 mg/dl on a lab value within 10 mins. No actions taken based on device results. No adverse event reported. Customer rec'd new meter and new test strips.

Manufacturer narrative:
The event occurred in other country. The caller reported two different suspect strip lots, but did not know which strip lot produced the discrepant results. This medwatch report is for the suspect device used in sys 2 (lot number 449728, exp. Date 08/31/2008). Reference medwatch report with pt is for the suspect device used in sys 1.